Manufacturer narrative:
Concomitant products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3550-29 ,lot# n255413, implanted: (B)(6) 2011, product type: accessory. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported that the patient was not able to make adjustments with the antenna attached on the patient programmer. The patient was having issues connecting with the implantable neurostimulator (ins), and the patient replaced the antenna on the programmer which worked well for a while. About a week later, the patient started having problems with the programmer again and it was taking 15 minutes sometimes more and had to ¿mess around¿ with the antenna to get the programmer to connect. The patient was able to get the programmer to connect with the ins without the antenna. It wouldn¿t do telemetry with the antenna, but the recharger worked. It was reported that the patient was having problems with the stimulator. There was zapping at the implantable neurostimulator (ins) site. The patient noted that the past week prior to the report she had been getting a zap, or sharp pain in the ins site. The zapping had been coming out of the blue; she was not doing anything in particular and had no falls or traumas. It was later reported that the component involved in the event was the programmer. The patient could not adjust the amplitude and the batteries were okay. The cause of the event was determined and was device related. The patient got a new programmer the next day, the patient recovered without permanent impairment.

Manufacturer narrative:
(B)(4).